Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the tips of two different burs were broken successively. There were no fragments fell into the patient's body. The procedure was completed using a different bur without any issue. There was no patient impact.